Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the tip of the dilator was found deformed due to the kinking of the guidewire. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional reported harm to the patient due to this delay or as a result of this occurrence.